Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; although a specific cause for this finding could not be conclusively determined through this evaluation, the alarms occurred on the day of the patient outcome, starting approximately 2 hours before disconnecting the pump. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event and patient outcome could not be conclusively established. The submitted log files were reviewed and found that the pump operated at the set speed without issue until the driveline was ultimately disconnected on (B)(6) 2022 at 09:20:04. Several low flow alarms were captured on (B)(6) 2022 and were first captured approximately 2 hours before the driveline was ultimately disconnected. Some of the low flow alarms were sustained for approximately 10 minutes, and flow would intermittently recover to above the low flow alarm threshold. The low flow alarm was sustained for the final approximately 1 hour before the driveline was ultimately disconnected on the day of the patient outcome. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Heartmate 3 lvas, serial number (B)(4), would reportedly not be returned for evaluation. The patient outcome was not considered to be device related, and it was reported that the device operated as expected. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 ¿introduction¿ of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a mechanical fall on (B)(6) 2022. The patient had fallen a couple times recently. The patient hit their head but did not lose consciousness. No imaging was able to be completed and the details of the fall were unknown. The patient suffered cardiac arrest at home and emergency medical services performed chest compressions before the patient was taken to the emergency room. Cardiopulmonary resuscitation efforts were performed but the patient was pronounced deceased at the hospital. Intracerebral hemorrhage post fall appeared to be the cause of death. Log file review captured multiple low flow alarms starting on (B)(6) 2022 at 7:09:16 until the driveline was ultimately disconnected at 9:20:04. The patient's death was not thought to be device related. The device operated as expected.